Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump battery was depleting quickly which resulted in the pump shutting down. Subsequently, customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer continued to use the pump for insulin therapy.